Event description:
Pt has been on peritoneal dialysis since 2006 without any problems. Pt changed to the stay safe and newton cycler in 2007, and infection noted eight days later, with final infecton approx one and a half months later, resulting in cath removal related to yeast infection. This cap's package states non sterile and anything that touches a pd cath must be sterile. Dates of use: 2007.